Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a power error detected alarm and a power loss alarm. They were given a series of steps to perform after the call to resolve the issue. The customer¿s blood glucose level was 288 mg/dl. The device will not be returned for analysis.